Manufacturer narrative:
During an interventional procedure release of x-ray was prevented. The procedure was continued and finished using an alternative system. The reason for the x-ray failure was a hardware defect in the x-ray tube. After replacing the x-ray tube, the system worked again as intended. The investigation revealed that the bearing of the rotating anode x-ray tube, a part subject to wear, was blocked. The most common potential root causes for anode bearing blocking are insufficient lubrication, particles within the bearing gap or overheating of the bearing. Despite all qualitative precautions, like 100% function test before delivery, such failures, which are technologically caused, cannot be completely avoided, especially since bearing wear depends on the respective load. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event was not classified as a reportable event after detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an emergency procedure, the user reported that x-ray stopped. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.